Event description:
It was reported that during closing of the implant procedure the right ventricular lead was p-wave oversensing. The physician tried different lead positions as well as increasing the sensing threshold, but it continued to occur. Since there is no real clinical implication other than a non-tracked beat (loss of bi-v pace) every time it occurs the lead was left implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 507645 implantable pacing lead: (B)(6) 2012. (B)(4).